Event description:
The customer reported a high blood glucose reading of 438 mg/dl. The customer conducted a prime test, and only two small drops of insulin came out. The customer began experiencing high blood glucose levels after dinner. The customer removed the infusion set, and the cannula was slightly bent. The customer also stated that he has not received a no delivery alarm. The customer was advised to change the infusion set, and monitor his blood glucose levels. The customer's blood glucose reading was down to 416 mg/dl at the end of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.